Event description:
Lead was dislodged and the helix would not retract for repositioning. The physician pulled the lead back and capped it. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.